Event description:
A home patient (hp) contacted baxter's technical service center to report feeling overfull, having abdominal discomfort, pain, distention, and bloating in dwell 2 of 5 with the homechoice (hc) machine. The hp did not want to end therapy because he is using medication in his bags. The technical service representative (tsr) assisted with bypassing the hp to drain 2 of 5. The drain volume was 4011 ml and the machine then went on to fill 3 of 5. The tsr reviewed the alarm log and did not see any alarms or bypasses performed by the hp. The tsr reviewed therapy information. The last fill volume is 2000 ml and the initial drain alarm set-point is set to 0 ml. The initial drain volume in this therapy was 1414 ml and the hp reported that his initial drain is usually around 2400 ml. The hp stated they will speak with their nurse concerning the overfill issues and the initial drain alarm setting. The nurse was informed of this incident by baxter product surveillance. The nurse confirmed there was no patient injury or medical intervention associated with this report.